Event description:
It was reported that stent fracture occurred. During unpacking of a 3.00 x 38mm synergy xd drug-eluting stent, it was noted that the stent was found to be broken. The procedure was successfully completed with no patient complications were reported.

Manufacturer narrative:
B5 describe event or problem updated. H6 device codes updated from fracture (a040101) to break (a0401). Device evaluated by manufacturer: synergy xd mr ous 3.00 x 38mm stent delivery system catheter was returned for analysis. The following attributes were examined. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 3cm distal to the distal end of strain relief. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
It was reported that stent fracture occurred. During unpacking of a 3.00 x 38mm synergy xd drug-eluting stent, it was noted that the stent was found to be broken. The procedure was successfully completed with no patient complications were reported. It was further reported that the shaft was broken and not the stent as previously reported.